Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy pd effluent coincident with continuous peritoneal dialysis (pd) therapy. The break in aseptic technique was not further described. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with cefazolin (intraperitoneally (ip), 1 gram every day) and zidimbiotic (ip, 1 gram every day). One day later, the patient stopped treatment with cefazolin and zidimbiotic. On the following day, the patient began treatment for the peritonitis with tienam (0.5 gram, ip, 1 gram every day) and proxacin ( ip, 200 mg every day). Two days later, the patient stopped treatment with tienam and proxacin. It was reported that the patient did not respond to the peritonitis treatment. On the same day, the patient¿s pd catheter was removed. Ten days after being admitted, the patient asked to be discharged from hospital to go back to the patient¿s hometown and start hemodialysis therapy. On the same day, the patient discontinued dianeal therapies. At the time of this report, the peritonitis was not resolved and the patient was not recovered. No additional information is available.